Event description:
A customer reported experiencing a past high blood glucose event with levels exceeding 500 mg/dl. Cause was not known. The control iq feature was active during the event, and the customer addressed the high blood glucose by taking a correction injection. Technical support advised the customer to reach out for further assistance if needed, and the issue was resolved with these instructions.